Event description:
During a direct stent procedure the stent would not cross. The stent delivery system (sds) was withdrawn. The lesion was pre-dilated with a balloon catheter and then the same sds system was advanced, positioned and inflated at 12 atm, but the balloon only partially inflated and the stent did not completely deploy. Negative pressure was applied several times but the balloon did not deflate. The balloon was withdrawn, but the stent remained in the vessel at the lesion site. Another company's balloon catheter was advanced to post-dilate the stent, and the stent was completely deployed and implanted successfully at the intended lesion. Reportedly, there was no pt injury.